Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are: (B)(6). Patient weight not provided. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: part mfg date: 30 october 2013, part #280.301, lot #7521993, DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of dhs/dcs one step lag screw 12.7 thread 100mm non sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an open reduction internal fixatiion (orif) procedure of the hip that on the back table in the operating room the dynamic hip screw/dynamic condylar screw (dhs/dcs) coupling screw and dhs/dcs lag screw broke after removing both screws from the patient. Both screws broke into two pieces and were removed from the patient. There were no fragments generated. Another screw was used to complete the procedure. The patient status was stable. The procedure was completed successfully. There was no surgical delay. This complaint involves two devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Both screws broke into two pieces and were removed from the patient. Device was never implanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes for this report include jdo. The investigation showed that this returned device was intact. (B)(4). Product investigation summary: the lag screw was received intact with minimal wear. No breaks or cracks were noted. There are only light surface scratches on the outer surface and proximal recess. Thus, as no functional issue was identified, the complaint condition for this implant is unconfirmed and could not be replicated. The lag screw implant was found to be in good functioning condition and did not exhibit any unspecified functional issues. As there were no issues identified with the returned device, a risk assessment review on this device is not applicable. Due to the reported intra-operative events, the device was not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.